Event description:
It was reported that the physician was performing a wrist scope with tfcc utilizing a microcap arthrowand and quantum 2 surgery system. Incision portals were made in the pt's wrist for the entry of the wand, saline and suction. The physician was using a 6-liter saline bag with gravity, hung approximately 8-10 feet above the pt; there was no added pressure on the flow. A needle was inserted into the pt's wrist and suction was hooked up to the needle, so that outflow was achieved from the shaver during ablation. The plastic ring at the proximal end of the wand was inserted deep into the incision site while the physician used the lowest ablation set point of 1 at 30 second intervals with a pulsing technique. While the doctor was in the second portal of the wrist he saw a puff of smoke and noticed the skin was charred. The physician immediately stopped and noticed that the skin was charred on the first portal as well. The first portal was burned around the incision site with a drip like burn down the pt's wrist of approximately .5 inches. The second portal had burnt skin around the incision (3 to 4 mm incision). The burns were classified as both first and second degree. The procedure was aborted and the charred skin was cut off and the incision site was sewn closed. It was also noted that during the procedure, the physician felt that the wand handle was hot to touch; however, no complications arose from this issue. The status of the pt to date is unknown. No other complications were reported as a result of the event.

Manufacturer narrative:
Reference MFR's report 3006524618-2012-00327. The MFR has performed a design history review for this lot number and there were no non conforming reports or deviations found.